Manufacturer narrative:
Concomitant: product ID 8709, serial# (B)(4), implanted: (B)(6) 2003, product type catheter. (B)(4).

Event description:
It was reported the patient had been having ¿problems with the pump¿ and they were starting to ¿bring me down¿ starting on the day of the report to wean the patient off to prepare to take out the pump. The patient has had some MRI¿s and other tests ¿about 2 weeks ago and that was when they decided the patient should take the pump out¿. The patient has ¿stenosis in their lower spine¿ and the patient¿s upper spine ¿had some inflammation. Per the patient ¿the neurosurgeon suggested the patient take it out to see if it clears up¿. The patient was in a wheelchair and had lost the ability to walk and was ¿trying to get on some good therapy to see if he could get built back up after this was all over¿. The patient reported ¿ they have me on some little morphine 2 tablet, I think it¿s like 30mg". The patient was seeing the hcp the day of the report and stated¿ he¿s got me coming back to see him about every month instead of the normal 5-6 months¿ and the patient ¿can go quicker if he needed all he had to do is call him. The pump was used to deliver morphine. Additional information later received from the hcp reported the start date of the intrathecal treatment was (B)(6) 2003 and was ongoing. The other medications the patient was taking were ms contin and zanaflex. The symptoms the patient experienced were increased pain. The MRI revealed abnormal enhancement along the surface of t-spinal cord suggestive of leptomeningeal disease. The patient was doing ¿fair¿, in the process of decreasing pump dose in preparation of removal. It was noted the pump was used to also deliver clonidine.

Event description:
Additional information later reported the patient had received assistance from the hcp and their concerns were resolved.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).